Manufacturer narrative:
Device evaluated by manufacturer? No, lens not returned. A lens work order search revealed there were no similar complaints within the work order. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 13.0mm icm130v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014 and the lens tore/broke during insertion. The lens was stable in the eye despite the broken haptic, however, it was going down so the lens was exchanged on (B)(6) 2015 and the problem was resolved.